Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump was over infused. On an unknown date a new heparin bag was hung at 17:21 at 35.8ml/hour. On the day of the event at 20:37 the heparin rate was changed to 33.7ml/hour. That same date at 22:58 the heparin bag (25,000 units in 500ml) was observed empty. The patient¿s labs were drawn, and the partial thromboplastin time (ptt) was greater than 200 and anti-xa 2.0 iu/ml. No bleeding was noted, and heparin was withheld. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.